Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. Device evaluation: per visual inspection; damaged battery compartment, delaminated downstream occlusion (dso) seal, scratched lens, sticky latch lock and rust battery door spring. The reported problem for failed remediation was verified. The cause was the software installation was disrupted during upgrade. Installed the latest software version to correct the issue. The device passed all functional tests. No previous repair history related to the current complaint was noted for the last twelve (12) months.

Event description:
The customer returned the device stating, ¿failed remediation¿; during device evaluation it was found that the downstream occlusion (dso) seal was delaminated. Status of the product at time of event was during testing. There was no patient involvement.